Manufacturer narrative:
Device was used for treatment, not diagnosis. Lot number 7883100 was never used for part 145.321s. It is assumed that this is a typo and should be lot 7863100. Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing documents for lot 7863100 were reviewed and no complaint related issues were found. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.

Event description:
Hospital in (B)(6) reports the tip of a matrix neuroscrew broke during insertion. The surgeon was unable to retrieve the fragment and it currently remains in the patient. The surgeon used another screw to complete the procedure. The procedure was delayed approximately 30 minutes.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned.